Manufacturer narrative:
The initial report had the incorrect information related to bolus unit in summary. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump administered 3000 units of insulin to the customer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump administered 300 units of insulin to the customer. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.